Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the battery reamer device seized, jammed and moved heavily. It was further determined that the motor was defective and the trigger was jammed. It was further determined that the device failed pretest for check power with test stand, min. 190 to 250 w, check the triggers and ecu (electronic control unit)., change 10 times from fwd to rev at full speed, check the off/fwd/rev mode and trigger test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.